Manufacturer narrative:
On 1-nov-2023, bwi received additional information regarding the event. It was confirmed that blood was not leaked from the hemostatic valve. On 9-nov-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis of the returned sample revealed that no damage was observed, the brim cap, hemostatic valve, and silicone ring, were placed in its original place. A back pressure test was performed, and no issues were observed. No leakage, dislodgement or other failure with the hemostatic valve were observed during the test. A device history review was performed for the finished device 00002324 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer could not be confirmed as the device was returned without detectable damage. No device defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium experienced a hemostatic valve separation. It was reported that the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, dislodged into the hub. This occurred roughly an hour and a half into the procedure and resulted in a backflow of blood and leaking at the valve. There was not visible damage to the valve. The procedure was completed using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, as is. There were no patient consequences or treatment required. For e1. Initial reporter phone field see h10.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer¿s reference number: (B)(4).